Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was in the 400 to 500 mg/dl range. The customer stated that the infusion set cannula was bent upon removal. He stated that he felt as though he was having a heart attack leading up to the admission. He was retained in the hospital before being discharged 3 days later. Upon admission, he was taken off insulin pump therapy and had been wearing the device at the time of the event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.